Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
At 2 occasions the operating room team has confused the short exeter stem for the standard exeter stem. The labeling is exactly the same in all but for the length specification. The customer reported that a short stem was implanted instead of standard stem, however the representative cannot confirm if this was unintended or if it did not align with the surgeons operative plan. It did not confer any intra or post-operative consequences for procedure or the patient. The results regarding implant choice were considered as normal. The surgeon has commented that stryker can choose a different way of labeling the short stem cardboard boxes and that locally, they have started using colour notes to safely identify which is which.